Event description:
Healthcare professional reported that a patient was injected in the left cheek with skinvive¿ by juvéderm®. The filler was ¿backfilled into bd syringes.¿ the area became ¿pale and then dark,¿ and the patient experienced ¿vascular occlusion.¿ the patient was treated with hyaluronidase. Event status is unknown.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.